Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the yellow wrench alarm, was confirmed when the unit was evaluated by technical service. The power module was repaired by replacing the pm pcb assembly (pm board); the repaired unit was tested and returned to the rental/loaner pool. The pm board was operationally checked on the test bench with a reference power module. The reported yellow wrench alarm was not observed. The output voltage was checked under load; no issues were observed or duplicated. The output monitoring circuit, battery charging, backup battery operation and fan circuit were checked. No issues were observed on the returned pm board. The power module assembly was built in nov 2010. The top assembly was packaged and placed into inventory on dec 28, 2010. The unit was placed into the rental/loaner pool on jan 26, 2011. The unit was last returned from a customer on (B)(6) 2018. The unit was sent to the customer on (B)(6) 2020. The pm pcb assembly (pm board) was installed when unit was built.

Event description:
It was reported that the device came back for routine maintenance and the technician recognized that yellow wrench lights and power module beeps with a connected controller. It was returned for repair.